Event description:
It was reported that air bubbles were observed within the cartridge. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.